Event description:
During a procedure, it was reported when pacing through an ablation catheter connected to the carto 3, body surface electrical potential on the ep recording system was misshapen. When pacing was conducted with a catheter not connected to the carto 3, body surface electrical potential was displayed without problem. When starting ablation, the heavy noise occurred on the baselines of all electrical potentials including all intracardiac and body surface electrical potentials. All electrical potentials could not be interpreted due to the heavy noise, the procedure was stopped. Issue was resolved after the catheter replacement. The procedure was completed without patient's consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during a procedure, it was reported when pacing through an ablation catheter connected to the carto 3, body surface electrical potential on the ep recording system was misshapen. When pacing was conducted with a catheter not connected to the carto 3, body surface electrical potential was displayed without problem. When starting ablation, the heavy noise occurred on the baselines of all electrical potentials including all intracardiac and body surface electrical potentials. All electrical potentials could not be interpreted due to the heavy noise, the procedure was stopped. Issue was resolved after the catheter replacement. The procedure was completed without patient's consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.